Event description:
It was reported that when the physician retracted the coil to change the size, the coil became stuck and detached from the delivery wire. The coil was removed with the catheter. The physician continued the procedure with another of the same device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the unit met all material, assembly and performance specifications. Visual inspection of the returned device found that the coil was still inside the microcatheter. A portion of the coil was protruding from the hub of the catheter and was extensively stretched. Analysis of the subject device revealed that the polyethylene (pet) junction was still intact, but the pusher wire had been broken away from the inner coil and fused pet junction. The coil primary winds were extensively stretched near the fused pet junction and blood matter was observed near the distal end of the coil. Additional information obtained confirmed that continuous flush was not maintained during procedure, and this was supported by blood matter observed during analysis of the subject device. Insufficient flush can lead to friction which can result in removal difficulties and subsequent premature detachment. Based on evaluation results and information obtained, it can be concluded that the device was not used in accordance with the direction for use (dfu). Therefore, a root cause of use/user error has been assigned to this investigation.

Event description:
It was reported that when the physician retracted the coil to change the size, the coil became stuck and detached from the delivery wire. The coil was removed with the catheter. The physician continued the procedure with another of the same device. There was no reported clinical consequence to the patient.